Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found the vacuum and sipper nozzles to be in very bad condition. He replaced the nozzles and pinch tubes. He performed reagent primes, multiple ion-selective electrode (ise) checks, calibration and qcs with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na and k results for several patient samples tested on a cobas 8000 ise module (double). Of the data provided, discrepant results were identified for 28 patient samples. The following are examples of discrepant results for 5 patient samples: laboratory number (B)(4) had an initial sodium result of 129 mmol/l with a repeat result of 142 mmol/l. Laboratory number (B)(4) had an initial sodium result of 125 mmol/l with a repeat result of 137 mmol/l. Laboratory number (B)(4) had an initial sodium result of 131 mmol/l with a repeat result of 139 mmol/l. Laboratory number (B)(4) had an initial sodium result of 138 mmol/l with a repeat result of 153 mmol/l. The initial potassium result was 4.2 mmol/l with a repeat result of 4.7 mmol/l. Laboratory number (B)(4) had an initial sodium result of 129 mmol/l with a repeat result of 144 mmol/l. The initial potassium result was 4.2 mmol/l with a repeat result of 4.7 mmol/l. It is unknown if the initial results were reported outside of the laboratory. The sodium and potassium electrode lot numbers and their expiration dates were requested but not provided.